Manufacturer narrative:
Section h6 investigation findings of the initial medwatch report indicates: blank section 6 investigation findings of the initial medwatch report should indicate: operational problem.

Event description:
The customer contacted physio-control to report that their device did not shock during a code. This issue is patient related; however there was no adverse event reported. The customer stated they used a different defib during the procedure, so there were no adverse consequences. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported failure to deliver defibrillation issue. Physio-control reviewed the device data and verified the reported error code issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not shock during a code. This issue is patient related; however there was no adverse event reported. The customer stated they used a different defib during the procedure, so there were no adverse consequences. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy.